Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product/lot code combination since its release to distribution. A search of the complaints databases against the product code finds no similar reports. The search against the product code did not identify a trend of this issue. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The patient is a reported 85 year old female with no further demographics made available. X-rays were not provided for analysis. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified.

Event description:
Shoulder revision due to the rotator cuff becoming nonexistent thus the shoulder migrates superiorly. It has been revised to a reverse shoulder. There was evidence of a lot of metallosis